Event description:
It was reported that this pacemaker recording inappropriate atrial tachy responses due to ventricular sensing showing on atrial channel as atrial sensed events. Device reprogramming options were discussed and will be completed at the three months check. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recording inappropriate atrial tachy responses (atr) due to ventricular sensing showing on atrial channel as atrial sensed events. Device reprogramming options were discussed and will be completed at the three months check. Some months later, additional information was received mentioning that more inappropriate atr events were recorded due to the same far field sensing of the right ventricular sensing. More reprogramming options were discussed for this pacemaker. The pacemaker remains in service at this time. No adverse patient effects were reported.